Event description:
The customer reported the battery fails to charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery fails to charge. There was no report of pt involvement. The unit was evaluated by a philips field service engineer. The battery was not charged correctly. The user was new and unfamiliar with the device. The field service engineer charged the battery on ac power. The battery charge regained. The unit passed testing and returned to service.